Event description:
On 10/6/96, the plus hcg combo kit gave a negative result using a serum sample. A urine test performed 6 days earlier at home and at another physician's office gave a positive result. The pt had a follow-up exam on 10/20/96, and at that time urine testing gave a positive result. A serum quantitation test gave a result equal to 38,544 miu/ml. An ultrasound was performed and was positive for a 7 week pregnancy. The current status of pt is a normal pregnancy. Method of test which gave positive results not known. The kit was used up and no sample is available. The incident occurred on 10/6/96 but the account just became aware of discrepancy.